Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, h6.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported rupture. Healthcare professional additionally reported "left axilla, silicone deposition in the lymph node." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed broken device assessed as unidentified (tear) opening. Shell thickness within specification. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported rupture. Healthcare professional additionally reported "left axilla, silicone deposition in the lymph node." Device has been explanted and replaced.